Manufacturer narrative:
(B)(4) - no code available (explanted); size incorrect for patient; (vaulting). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted through a new incision on (B)(6) 2014 due to a low (shallow) vault and the development of an anterior subcapsular cataract (was not a significant cataract). The lens was exchanged for a longer lens and sutures were not required. The reporter stated at the one day post-op, the patient was 20/40 -10 and the vault was at 25%.

Manufacturer narrative:
Per medical review - reportedly, by a nurse from the facility, an icl (13.2mm) was explanted/exchanged for a longer length icl (13.7mm) five months postoperatively to address low (shallow) vault. A development of a not significant anterior subcapsular cataract was reported as well. The reason was unknown. No reported loss of bcva prior to the explantation. Given the information that longer lens length was implanted as a replacement it is very likely that procedure related factor (pre-op miscalculation) has caused the reported event. The literature reports that anterior subcapsular cataract following icl implantation is caused by lens overvaulting and it only progresses to clinically significant in (B)(4) of patients, usually in high myopes and older patients. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event is procedure related factor (pre-op miscalculation). (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. As reported on the medical review, a procedure related factor (pre-op miscalculation) most likely caused the insufficient vaulting. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).